Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following was answered: does the customer follow reprocessing steps as per instructions for use: yes customer follows it but sometimes there are precleaning delays by customer. What kind of foreign material was: it can not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the forceps elevator. The additional evaluation findings are as follows: the nozzle had a dent, the plastic distal end cover had a dent, the bending section cover was dirty, the connecting tube had a wrinkle, due to wear of the angle wire, bending angle in the "up/down" and "left/right" direction did not meet standard value, the scope cover had a scratch, the suction cylinder was shaved, the light guide cover glass had a scratch, and the universal cord had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found in the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.